Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 438 (mg/dl). Customer delivered correction boluses to treat elevated bg levels. System check with tandem technical support indicated that the pump was performing as intended. Recommendation was made to discuss pump settings with health care provider and to avoid switching between infusion sets. Customer acknowledged.